Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24861. It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was oversensing noise causing pacing inhibition. It was also noted that the atrial lead exhibited noise. The patient was asymptomatic. The rv lead was explanted and replaced. The atrial lead was explanted and not replaced. The patient was stable throughout.